Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilt, embedment of the filter and device unable to be retrieved. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilt, embedment of the filter and device unable to be retrieved. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient underwent placement of a optease vena cava filter nine years and seven months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, embedment in the wall of the ivc, and unable to be retrieved. The patient became aware of the alleged failures two months and eight days post implantation. An unsuccessful filter retrieval attempt was made two months and eight days post implantation. The patient presented himself for removal of the filter where it was discovered that it had tilted, embedded in the wall of his ivc and unable to be removed. These injuries have caused emotional distress, mental anguish, anxiety and stress. The following additional information received per the medical records state that the patient had a blood clot in the left leg and therefore elected to have the filter implanted. During placement of the filter, under sterile conditions, local anesthetic right common femoral approach was used to place a straight flush catheter into the interior vena cava. Rapid flow prohibited reflux into the renal veins. This was repeated with increased volume in flow rates but again no reflux into the renal veins was achieved. Subsequently, a c2 catheter was used to select the left renal vein and subsequently the right renal vein to confirm renal vein positioning prior to filter deployment. Once the confluence of the renal veins with the ivc was determined, an opt ease filter was deployed in the infrarenal ivc without difficulty. The patient tolerated the procedure well with no immediate complication.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records state that the patient had a blood clot in the left leg and therefore elected to have the filter implanted. During placement of the filter, once the confluence of the renal veins with the ivc was determined, an opt ease filter was deployed in the infrarenal ivc without difficulty. The patient tolerated the procedure well with no immediate complication. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilt, embedment of the filter and device unable to be retrieved. Per the patient profile form (ppf), the patient underwent placement of an optease vena cava filter nine years and seven months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, embedment in the wall of the ivc, and unable to be retrieved. An unsuccessful filter retrieval attempt was made two months and eight days post implantation. During the retrieval attempt, it was discovered that it had tilted, embedded in the wall of the ivc and was unable to be removed. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.